Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received the article: "transfemoral transcatheter aortic valve-in-valve implantation for aortic valve bioprosthesis failure with the fully repositionable and retrievable lotus valve: a single-center experience" author neil ruparelia et al. Edwards learned of this study conducted between january 2015 and december 2016 objective. To report a first case series of the lotus valve for the treatment of surgical aortic bioprosthesis failure conclusion­: transfemoral viv-tavi for the treatment of surgical aortic bioprosthesis failure with the lotus device appears to be safe and is associated with no significant residual ar, and offers favorable transvalvular hemodynamics at 30-day follow-up. Within the context of this article, the following event was identified as pertaining to an edwards device: a (B)(6) male patient with a 23mm pericardial valve implanted in the aortic position underwent surgery for a valve in valve replacement after an implant duration of approx 12 years due to stenosis (peak/mean gradients 80/50 mmhg) - logistic euroscore 26.9 - sts mortality 3.2. Nyha class 3, lvef 40. A 23mm non-edwards valve was implanted through transfemoral approach.